Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was administered oral antibiotics, oral and injectable steroids (dates and duration not reported) subsequent to the patient experiencing a skin reaction at the abutment site. Abutment change is planned; however it is unknown if this has occurred as of the date of this report.